Event description:
The advocate alleged that the customer had been receiving erratic blood glucose readings using her breeze meter. On one occasion, the customer was agitated and her blood glucose was tested at "lo". Paramedics were called and they tested the customer's glucose at 49 mg/dl when they arrived. The customer was treated with glucose before she was taken to the hospital. At the hospital, the customer was given another tube of glucose. While troubleshooting, the advocate performed control tests and the results fell within the normal control range. The advocate insisted the meter be replaced. A new breeze2 meter kit was sent to the customer. No product will be returned for evaluation.